Event description:
It was reported that, when connecting the device, difficulties with the syringe and the tubing were encountered. Then the needle on the device broke at the start of the first treatment, making the device unusable. Another delivery device was opened to complete the procedure. There were no patient complications.

Event description:
It was reported that, when connecting the device, the tubing and the syringe could not be closed. Then the needle on the device broke outside the patient at the start of the first treatment, making the device unusable. Another delivery device was opened to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The syringe and device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. The reported device allegation was not confirmed. Additionally, it was further confirmed that the malfunction reported occurred outside the patient. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the event of break inside the patient.

Event description:
It was reported that, when connecting the device, difficulties with the syringe and the tubing were encountered. Then the needle on the device broke at the start of the first treatment, making the device unusable. Another delivery device was opened to complete the procedure. There were no patient complications.